Event description:
It was reported that during the follow up, the physician noticed that the lead impedance and threshold rose. The lead sensing was dropped down. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.